Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and customer already discuss this to her doctor. The customer blood glucose level was 34 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was not active at time of low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer reported that they did not allege insulin pump was over delivering. Customer treated with food. The customer also had an ambulance visit because of this severe low. The customer mentioned that at one time she would be at blood glucose 120 mg/dl after an hour she would go down to 60 mg/dl in a span of 1 hour. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.